Event description:
The fse reported that the sys would not display a usable fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray monoblock and the ipc 1000 board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.